Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. A 5.00 x 8mm synergy megatron drug-eluting stent was advanced for treatment. Following stent deployment, the deflated stent balloon could not be withdrawn through the non-boston scientific guiding catheter. The physician attempted to reinflate and deflate the stent balloon twice, but the issue persisted. The physician then elected to remove the guiding catheter and the stent balloon together as a single system. The procedure was completed without any reported patient complications.